Event description:
Pt had CT guided rf ablation of liver-mass. Procedure performed without complication. Pt developed blisters/burns on bilateral inner thighs post procedure. Valleylab rem polyhesive return electrodes used on thighs for procedure.